Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the paramedics came to the customer's residence to treat for low blood glucose levels. It was reported that her blood glucose meter was not giving accurate readings. No further details provided at time of call.